Event description:
Pt had an ng tube in place. Enteral feeding tube was placed and x-ray done to confirm placement. The ng tube was later removed and feeding was initiated via the et tube. Pt began to show signs of respiratory distress. Repeat x-ray showed et tube in the lung. Et tube was removed and emergency bronchoscopy performed. Pt was hypoxic and severely congested. Pt expired 3 days later. Reporter confirmed there was nothing wrong with the device. It was user error reading the x-ray. One pt involved.